Event description:
The stylet was left in an inferior vena cava. The catheter was placed in 2003 and removed 7 days after the placement. It was found the stylet has been left in the patient's body by the x-ray in 2003. The stylet was returned.